Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the attempt to implant the subject device, the associated old lead could not be inserted into the connector port(s)

Event description:
The physician reported that during the attempt to implant the subject device, the associated old lead could not be inserted into the connector port(s).

Manufacturer narrative:
(B)(4).